Manufacturer narrative:
Name of procedure performed: cholecystecyomi. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the distal tip of the obturator had broken off and noted several scratches were present near the damaged tip. Based on the evaluation of the returned unit, the root cause of this incident is likely due to high insertion force applied to the tip of the device. The instructions for user (IFU) states, "insert the device into the abdominal wall by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until the tip of the obturator enters the peritoneal cavity." Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Cholecystecyomi - "the tip of the obturator fell off the obturator, when the trocar was placed. They found the tip in the abdomen after the operating room."

Manufacturer narrative:
Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "The tip of the obturator fell off the obturator, when the trocar was placed. They found the tip in the abdomen after the or." Patient status - "patient ok" .